Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event following a prior hyperglycemic episode attributed to a bent cannula, with the lowest measured value of 66 mg/dl and an ilet alert for low glucose; the user planned to treat with oral glucose tablets and blood glucose subsequently returned to 108 mg/dl. Symptoms included low glucose without loss of consciousness or other acute effects. Outcomes included no need for assistance, no professional medical intervention, and no hospitalization. Investigation included review of available device data and user counseling on troubleshooting and hypoglycemia management. Investigation of this case revealed no device malfunction and no device component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.